Event description:
It was reported that this patient's right ventricular (rv) lead recorded high shock impedance measurements out-of-range of 130 ohms. Reportedly, the impedance has been stable with these measurements for over a year. The patient's implantable cardioverter defibrillator (ICD) has reached it's changeout interval and it was inquired if this rv lead can still be used. Technical services (ts) recommended to perform defibrillation threshold (dft) test to evaluate true impedance of shocking system. Further information was received confirming the dft test was performed during this patient ICD changeout and was successful with adequate shock impedance. This rv lead remains in service and no adverse patient effects were reported.